Event description:
"(B)(6) ---needle issue^ (B)(6) ---product quality issue" from (B)(6): this nurse was administering a flu vaccine to patient. Upon pushing in the plunger, the liquid contents of syringe squirted out the side of device (where needle connected to syringe) and ran down patient`s arm. This nurse explained situation to patient who voiced understanding and consent to proceed with another injection. Second injection then given successfully without any problems noted. Fluzone high dose, "(B)(4)."